Manufacturer narrative:
(B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified ostial/proximal circumflex artery (cx). Images were reviewed prior to the procedure and a poor distal run off was noted. A treatment was performed for twenty-five seconds and another at twenty-eight seconds with a twenty second rest between treatments. Imaging was performed and slow flow was observed in the distal vessel resulting in myocardial infarction. The patient experienced moderate pain. The oad and viperwire advance guide wire were removed. A stent was placed in the cx. St elevations returned to normal, however, the patient continued to experience chest discomfort. The cx continued to have slow flow. The procedure was aborted. The patient was sent to intensive care unit for observation and was stable.